Manufacturer narrative:
Device evaluation summary: leaflets 2 and 3 were returned detached and matched up with the valve. Only 3 mm of tissue was left on the valve for leaflet 1, remaining tissue was not returned. Sewing ring, wireform and band were also cut at leaflet 3, all cut sections matched up at this region. Edges of all cut areas were sharp and even. Serrated markings were visible on the cusps of the detached leaflets 2 and 3. Incidental findings: x-ray demonstrated wireform and band were cut. Additional manufacturer narrative - customer report of regurgitation was not able to be confirmed due to the condition of the received valve. Valve was received with all leaflets cut off.

Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the device the reported clinical observation cannot be confirmed. Surgeon noted that valve left implanted was an "excellent fit", therefore sizing issues with the prosthesis may have contributed to the clinal observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 27mm aortic valve was explanted at implant due to regurgitation. The explanted device was replaced with a model 25mm bioprosthetic valve. The patient had become dobutamine dependent and decompensated with incipient multi organ failure requiring the use of an intra-aortic balloon pump resuscitation 40 hours prior to undergoing placement of left ventricular assist device (lvad) with concomitant aortic valve replacement. Intra-operatively, at the beginning of the case, the sternum was friable and bloody; marginal right ventricular function was noted. The 27mm valve was implanted with good tissue apposition and no leak evident. The surgeon proceeded with the implantation of the lvad. The apical core was carried out per routine. At that point, regurgitation from the new aortic prosthesis was noted. Clinical observation felt the level of regurgitation was too great to allow effective lvad use. The valve was explanted and a new 25mm pericardial valve was implanted in its place. An excellent fit was noted with good tissue apposition. After lvad placement, closure of the aortotomy and rewarming, tearing from the aortic suture line and consumptive coagulopathy were noted and treated to achieve hemostasis. Patient was noted to have left the or in stable condition

Event description:
The explanted device was received for evaluation.